Manufacturer narrative:
(B)(4). This lot was manufactured from (B)(6) 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume infusor leaked an unspecified drug from the connection between the filling port and the tube. The leak was identified before use. There was no patient involvement. No additional information is available.